Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.5, a.6, b.6, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the left side. Device remains implanted.